Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphedema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time the reason for reoperation: brain fog, joint pain, tingling, fatigue, swelling under breast when doing crunches, feeling sluggish, can't focus, lymphatic drainage, and gained 10 pounds.

Event description:
Patient reported "brain fog," "tingling," "fatigue," "swelling under breast when doing crunches," "feeling sluggish," "can't focus," "lymphatic drainage," "gained 10 pounds" and "joint pain," which is not device related. Against right device. The device remains implanted.